Event description:
At approximately 1610, the pump alarmed for 'near end of syringe'. A new syringe was obtained. The new 50 cc syringe was placed in the machine and settings were programmed. At approximately 1725 the nurse was gathering I and os. Usage indicated 74 cc, which indicates no drug was delivered beyond what was expected. At approximately 1750 the nurse indicated that she heard the pump alarming. She found the pump flashing the message "syringe empty". Visual inspection revealed the syringe in the chamber was empty. Hospitalist and pharmacist were notified. The pump was turned back on to view settings which indicated "needs maintenance". Physician and pharmacist were present implementing a narcan drip immediately. Dose or amount: fentanyl 1250 mcg, frequency: 1, route: IV-pca. Dates of use: (B)(6) 2014. Diagnosis or reason for use: pneumonia, rhabdomyolysis. Event abated after use stopped or dose reduced: yes.